Event description:
Manufacturer representative reported the device was explanted in 2006, due to an infection in the right abdomen. Patient symptoms included slow healing of suture line with pain and pus. The infection is currently under control. The complete device system was explanted but not returned to the manufacturer for analysis.